Manufacturer narrative:
An event regarding an alleged implantation of a femoral head that had passed its expiry date was reported. Conclusion: based on the provided information this event is associated with an off-label application. Further information such as product details are needed to confirm if the device was implanted passed its expiry date. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Opened a sterile implant and dropped it on the back table during a case. We later determined the implant was not sterile as it had expired months earlier. The implant was implanted in the patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Opened a sterile implant and dropped it on the back table during a case. We later determined the implant was not sterile as it had expired months earlier. The implant was implanted in the patient.